Manufacturer narrative:
Date of event is estimated.

Event description:
Ii was reported that patient ipg could not communicate with the external devices. The patient¿s ipg had an increased recharge burden and patient has not recharged the ipg in over 4 months. As a result, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received that patient underwent surgical interventions where in the ipg was explanted and replaced restoring the therapy.